Event description:
It was reported that the sagittal saw attachment was leaking oil during cleaning. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated. (B)(4).

Event description:
It was reported that the sagittal saw attachment was leaking oil during cleaning. No adverse event was associated with the device.

Manufacturer narrative:
The reported event of leaking an unknown substance was not duplicated; however, it was confirmed the boot component of the device had been pushed and disrupted. The presence of a worn/damaged boot is likely to cause or contribute to the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.